Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system a misidentification was observed by the laboratory personnel. A gram stain was used to confirm the results as a misidentification. There was no indication that results were reported out and there was no report of patient impact.

Manufacturer narrative:
After additional information and further review it has been determined that is not reportable. This product is not sold within the us and bd does not sell a similar product within the us. As a result MFR is null and void.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system a misidentification was observed by the laboratory personnel. A gram stain was used to confirm the results as a misidentification. There was no indication that results were reported out and there was no report of patient impact.